Event description:
The caller states that the devices seat is worn out and patients are stating that the cross brace can be felt through the seat.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.